Manufacturer narrative:
Correction. Section d8: the device was not serviced at the third party.

Manufacturer narrative:
The product was returned. Interrogation and visual inspection were normal.

Event description:
It was reported that the patient experienced local skin discomfort at the insertable cardiac monitor (icm) site. The icm was explanted on 11 feb 2026. The patient had no adverse consequences.